Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported aquacel dressing was left in a neck wound in excess of the manufacturer's 7 day maximum period prior to removing which caused swelling. Patient was admitted to the hospital with an abscess which required surgery to drain.